Event description:
Customer reported a result of 469 mg/dl on his aviva system with an unknown strip lot number (system 1). The customer then repeated the test on his aviva system with strip lot 492142 (system 2) and reported a result of 177 mg/dl. No adverse event was reported. A request was made for the return of the strips and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 492142, expiration date 03/31/2015). Refer to medwatch report with patient identifier (B)(6) for the suspect device used in system 1. It was unknown if the initial reporter sent report to the FDA.